Manufacturer narrative:
(B)(4). Batch # r57n49. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridges reloads present. The cartridge (b) was received partially fired 1/16. The cartridge (c) was received partially fired 1/16 with the pan dislodged from the proximal end. The returned device and cartridge reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge b: ecr60g, p58m7j, partially fired 1/16. Cartridge c: ecr60g, p58m7j, partially fired 1/16, pan dislodge from the proximal end, right side. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Could not fire. During the endoscopic lobectomy, could not fire with ecr60g when severing the pulmonary fissure. Changed another ecr60g, still could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.